Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously abandoned implantable cardioverter defibrillator (ICD) was part of a system revision due to possible infection. Additionally, it was indicated that the system reason for explant was also due to the lead was fractured. Furthermore, the patient was previously re-implanted with s-ICD along with electrode and this system still remains in service. There were no additional adverse patient effects reported. This previously abandoned ICD was explanted.